Manufacturer narrative:
The investigation did not identify a specific product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. Patient 1 initial sodium result was 147 mmol/l and the repeat result was 140 mmol/l. The initial potassium result was 4.48 mmol/l and the repeat result was 4.05 mmol/l. On (B)(6) 2024, patient 2 initial sodium result was 158 mmol/l with a data flag and the repeat results were 138 mmol/l (same analyzer) and 137 mmol/l (different analyzer). The initial potassium result was 5.96 mmol/l and the repeat result was 3.96 mmol/l. The initial chloride result was 78.5 mmol/l and the repeat result was 102.2 mmol/l.

Manufacturer narrative:
E1 initial reporter email address was provided as (B)(6). The electrode lot numbers and expiration dates were requested but were not provided. The field service engineer found a leak from the rinse station and raised the ise sipper nozzle. He adjusted the rinse station flow and performed ise module maintenance. He ran ise checks, calibration, and a precision check with acceptable results.